Event description:
It was reported that the customer experienced high blood glucose of 579 mg/dl, which was treated with a correction bolus. Customer stated he was having problems with his infusion sets, as well, and some bleeding was noted upon removal. Troubleshooting was declined nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.